Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the customer states that there were only nine patties instead of ten.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The complaint sample was received and complaint was confirmed, 9 of 10 patties present on card. A lot number was no provided therefore applicable device history records (dhrs) could not be reviewed. ½¿ x 1¿ patties are produced using a hybrid machine which produce stacks of 10 patties which are then inspected and wrapped onto cards. Operators are to count each stack to verify that all are present. It is likely that an operator dropped and pattie when picking up the stack and miscounted when wrapping the card. Because no lot number was provided, the operator who made the error could not be identified and retrained. No further action required unless the lot number is provided.